Event description:
Caller reported blood glucose results of 200 mg/dl and 90 mg/dl on the aviva system within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.